Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 58 mg/dl and carbohydrates were consumed to address the low bg. This was the customer's first day of using the pump and it was believed "the pump settings are not yet appropriate" for the customer's body and was the suspected cause of the low bg. After consuming the carbohydrates, the bg elevated to 277 mg/dl. The customer may have overcorrected for the low bg and reportedly, a bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot or to follow-up.